Event description:
The customer called with concerns that the insulin pump may be delivering too much insulin. The customer stated that her blood glucose level go low when she boluses. After dinner, her blood glucose was 49 mg/dl. The customer stated that she just started using the insulin pump today, and has been using the bolus wizard feature. Advised the customer to review her insulin pump settings with her health care professional since she's new to the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.